Event description:
A surging sensation was reported following some type of environmental exposure. The pt received a 'shock' when they touched the 'computer mouse at work'. The pt states they 'zapped' the computer and the stimulation was stronger then usual; the amplitude was lowered. The location of the pt's symptoms was in the paresthesia area. The pt's status is reported as 'good'. Add'l info has been requested, a f/u will be sent when add'l info becomes available.

Manufacturer narrative:
(B) (4).